Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the bending angle in the left direction and right direction were out of specifications due to wear of the angle wires. Additionally, the following findings were also identified, and are as follows: due to a dent on the switch button 2 (sw2), water tightness is lost, the grip had a scratch, the air/water (aw) -cylinder had no color, due to a burn on the plastic distal end cover (c-cover), insulation resistance value at distal end did not meet the standard value, the air/water (aw)-tube had foreign objects, adhesive around objective lens had discoloration, adhesive around the light guide lens had discoloration, adhesive on the bending section cover (a-rubber) was detached, the connecting tube had a scratch, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope "bending unit deformed when angulating". There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a whitish foreign material found inside the air/water tube and air/water cylinder. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.